Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-feb-2020. The most recent information was received on 12-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of rash ('rash') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced rash (seriousness criteria medically significant and intervention required), tendonitis ("tendonitis"), nausea ("nausea"), burnout syndrome ("burnout"), panic attack ("panic attack"), peripheral swelling ("swollen legs and calf"), vertigo ("vertigo") and amnesia ("memory loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the rash, tendonitis, nausea, burnout syndrome, panic attack, peripheral swelling, vertigo and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, burnout syndrome, nausea, panic attack, peripheral swelling, rash, tendonitis and vertigo with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of rash ('rash') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced rash (seriousness criteria medically significant and intervention required), tendonitis ("tendonitis"), nausea ("nausea"), burnout syndrome ("burnout"), panic attack ("panic attack"), peripheral swelling ("swollen legs and calf"), vertigo ("vertigo") and amnesia ("memory loss"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the rash, tendonitis, nausea, burnout syndrome, panic attack, peripheral swelling, vertigo and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, burnout syndrome, nausea, panic attack, peripheral swelling, rash, tendonitis and vertigo with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-feb-2020. The most recent information was received on 15-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of rash ("rash") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced rash (seriousness criteria medically important and intervention required), tendonitis ("tendonitis"), nausea ("nausea"), burnout syndrome ("burnout"), panic attack ("panic attack"), peripheral swelling ("swollen legs and calf"), vertigo ("vertigo") and amnesia ("memory loss"). Essure was removed on (B)(6) 2019. An unknown time later she experienced paraesthesia ("started feeling tingling"), hypoaesthesia ("numbness"), palpitations ("palpitations"), hypertension ("high blood pressure"), tremor ("tremor"), memory impairment ("memory problems "), disturbance in attention ("concentration problems"), dizziness ("dizziness"), anxiety ("severe anxiety"), syncope ("vasovagal syncope"), agoraphobia ("agoraphobia") and depression ("depression"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to tendonitis, nausea, burnout syndrome, panic attack, rash, peripheral swelling, vertigo, amnesia, paraesthesia, hypoaesthesia, palpitations, hypertension, tremor, memory impairment, disturbance in attention, dizziness, anxiety, syncope, agoraphobia or depression. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 26-feb-2020. The most recent information was received on 09-nov-2022. . This spontaneous case was originally reported by a consumer and describes the occurrence of rash ("rash") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced rash (seriousness criteria medically important and intervention required), tendonitis ("tendonitis"), nausea ("nausea"), burnout syndrome ("burnout"), panic attack ("panic attack"), peripheral swelling ("swollen legs and calf"), vertigo ("vertigo") and amnesia ("memory loss"). Essure was removed on (B)(6) 2019. An unknown time later she experienced paraesthesia ("started feeling tingling"), hypoaesthesia ("numbness"), palpitations ("palpitations"), hypertension ("high blood pressure"), tremor ("tremor"), memory impairment ("memory problems "), disturbance in attention ("concentration problems"), dizziness ("dizziness"), anxiety ("severe anxiety"), syncope ("vasovagal syncope"), agoraphobia ("agoraphobia") and depression ("depression"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to tendonitis, nausea, burnout syndrome, panic attack, rash, peripheral swelling, vertigo, amnesia, paraesthesia, hypoaesthesia, palpitations, hypertension, tremor, memory impairment, disturbance in attention, dizziness, anxiety, syncope, agoraphobia or depression. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 09-nov-2022: events: I started feeling tingling, numbness, palpitations, high blood pressue, tremor, memory and concentration problems, dizziness, severe anxiety, vasovagal syncope, agoraphobia , depression, added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.